Event description:
Related manufacturing ref: (B)(4). During a paroxysmal supraventricular tachycardia (psvt) procedure, the ensite dws could not display the electrode image which caused a delay. The dws and amplifier were restarted and reconnected with no resolution. The patches were then replaced which resolved the issue. Additionally, electrodes 7-8 of the catheter did not display as expected in the right atrium. The cable and the pole in the junction box were changed with no resolution. The catheter was replaced and the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
UDI related data quality updates only. Correction: d4, g6, h11.

Manufacturer narrative:
One 5f, decapolar, medium sweep, livewire ep catheter was received for evaluation. Electrodes 7-8 met specifications of acceptable resistance values with no open or short circuits detected. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported noise and subsequent delay remains unknown.